Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed self-test, a21 error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker.

Event description:
No blood glucose levels were provided. It was reported that the insulin pump of the customer was not functioning properly. Troubleshooting was not done because the customer was on holiday. No additional information was provided.